Event description:
Patient had medtronic pump in place for 6 years. The pump has intermittent delay and is beeping low battery alarm. Refill nurses have noted problem. Patient stated initial dose at refill seemed to provide adequate relief, but delivery was not as good at end of cycle. Pump was replaced.